Event description:
Falsely elevated troponin I results of 7.43 and 6.86 ng/ml were obtained in one pt sample. The results were reported to the physician. The sample was retested on the same instrument and a result 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of instrument indicates that the most likely cause for the falsely elevated troponin I results was inadequate wash, detected by elevated qc results.